Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that both pumps showed no disposable tubing found. Patient was able to replace both tubing and cassette and issue was resolved.no patient injury was reported.